Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issue likely occurred due to a faulty switching regulator but the definitive root cause of the faulty part cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection, it was found the device could not be turned on due to faulty power unit. However, during a second inspection, no fault was found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the 4k uhd lcd monitor¿s screen was black when powered on. The user finished the case with a similar device. The monitor device was used with an evis lucera elite video system center. The issue was found during reprocessing. There were no reports of patient harm.